Event description:
Complainant alleged that while attempting to monitor a (B) (4) female pt, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.